Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow button was not functioning appropriately and sometimes required multiple presses with a fingernail to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: there was no visible damage to the keypad. The up arrow button had an intermittent response. The down arrow, ok, and contrast buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed.